Manufacturer narrative:
(B)(4). Batch # m53z1w. Manufacture date 06/09/2015. Expiration date: 05/09/2020. The analysis results showed that one ecr45d reload was received fully fired, with the pan detached from the cartridge. No further functional testing could be performed due to the conditions of the reload. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # ni.

Event description:
It was reported that during a semi-open pneumonectomy, the cartridge pan of the cartridge came off when the cartridge was loaded into a device. No pieces fell into the patient. Another cartridge was loaded into the same device and used to complete the case. There were no adverse consequences to the patient.